Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 30 stapler instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. An in-house reload was attempted to be re-installed into the returned stapler channel, however the switch appeared to catch on an obstruction, and the reload could not be fully seated. The channel-anvil assembly was disassembled, and the lockout cover was found to be damaged. The lockout cover sits atop the lockout mechanism which is normally defeated by insertion of the reload and correct alignment of the switch. The depression measured around ~0.075 which is equivalent to the size of the switch. It is likely that in the field, the reload was separated from the installation tool. This allows for the switch to enter the channel misaligned. Once seated atop the lockout cover, it appears the jaws were forced closed, creating a depression in the lockout cover by the metal switch. This resulted in failure to defeat the lockout mechanism. It is not likely for the switch to be misaligned in the channel if the installation is properly used for installation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 30 stapler instrument for failure analysis investigation. The instrument was analyzed and visual inspection found no obvious damage to the instrument. The instrument w compared to an in-house golden and nothing unusual was found. The instrument was attempted to be loaded with a reload and it could not be seated. The reload became bent at the insertion end and the metal portion would not seat. Multiple reloads were attempted and neither would properly attach to the instrument. However, those same reloads would properly seat in the golden stapler.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sureform 30 stapler was unable to recognize a reload. The customer tried with multiple reloads but none of them could be recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.